Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The rse determined that the speaker was connected to remote audio box. The rse verified that the speaker was properly connected and verified that the sound was configured for the external speaker and the volume was not muted. The personal computer (pc) was rebooted and the speaker was replaced. The issue did not resolve. The rse advised the customer to try another remote audio box and a field service engineer (fse) was paged for onsite support for possibly defective remote alarm audio box or audio connection. A quote was provided to the customer and the customer cancelled the quote. The cause of this issue is not known. A quote was provided to the customer and the customer cancelled the quote.

Event description:
The customer reported that they were not getting any audible alarms. The device was in use on a patient. There was no report of patient or user harm.